Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one (1) egia60amt. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation noted the reload was pre-fired. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the prefire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic wedge resection procedure. There was no problem loading or unloading the device. The stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. The jaws of the device did not lock onto the tissue and no device component broke off. In order to resolve the issue and complete the case, the surgeon changed to a new reload. There was no patient harm. The patient status is alive, no injury.